Manufacturer narrative:
The fenestrated bipolar forceps instrument was received and failure analysis found the instrument to have a broken conductor wire at the bipolar yaw pulley. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument. Components adjacent to the broken wire do not show damage.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event.. No product has been returned. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. Image(s) and/or video clip(s) associated with this reported event were not submitted for review.

Event description:
It was reported that during a da vinci-assisted surgical procedure the steel cable of the fenestrated bipolar forceps instrument broke.